Manufacturer narrative:
Summary of event: it was reported that the proximal lumen of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter completely separated from the hub. The attending nurse noted that the dressing had come partially off and that a loop of the internal portion was visible outside of the patient with the line partially pulled out. It was then noted that the proximal lumen was completely detached from the hub as it was laying on the bed with the lumen insertion point open to air. The other lumen was still attached in the patient's neck. A small amount of fresh blood was noted on the patient's skin around the site, but the user facility was unable to determine the source. The device was removed, and dressing was applied. The physician had the child patient be placed on their left side with the head of the bed flat. Their vital signs were stable. No adverse effects have been reported. The patient did not require a prolonged hospital stay given that they were in the nicu already. A new line was placed as a result of this event. Investigation evaluation: a review of the complaint history, dimensional verification, drawing, instructions for use (IFU), and quality control procedures was conducted during the investigation. A visual inspection of the complaint device was also conducted. One double-lumen catheter was received in a used condition. The blue number 2 extension tubing is torn out of the manifold. There is slight material elongation present at the distal end of the separated extension tube. A small bit of tubing remains in the manifold. Relevant dimensions were measured within specification. A review of the device history record (DHR) for nonconformances could not be performed due to an unknown lot number. A database search for other complaints under the device¿s lot number could not be performed for the same reason. The product IFU cautions ¿do not cut, trim or modify catheter or components prior to placement or intraoperatively.¿ the IFU also instructs ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, IFU, dhf, and evaluation of the returned device suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in-house or out in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that unintended use error potentially contributed to the failure mode. It is possible that patient motion and/or manipulation of the catheter by attending caregivers caused the tubing to fracture. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Event description:
In additional information received on 16jun2021, it was reported that the patient did not require a prolonged hospital stay given that they were in the nicu already. A new line was placed as a result of this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter set. Customer (person): (B)(6). Occupation: senior clinical risk advisor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the proximal lumen of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter completely separated from the hub. The attending nurse noted that the dressing had come partially off and that a loop of the internal portion was visible outside of the patient with the line partially pulled out. It was then noted that the proximal lumen was completely detached from the hub as it was laying on the bed with the lumen insertion point open to air. The other lumen was still attached in the patient's neck. A small amount of fresh blood was noted on the patient's skin around the site, but the user facility was unable to determine the source. The device was removed and dressing was applied. The physician had the child patient be placed on their left side with the head of the bed flat. Their vital signs were stable. No adverse effects have been reported. Additional information regarding the device and event has been requested but is currently unavailable.